Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that since (B)(6) 2025, the patient had been hospitalized six to seven times due to a pulled tube. On (B)(6) 2025, the patient pulled out the j tube, injuring his bowel and underwent emergency surgery. The j tube and pump were removed at the hospital. It was not determined with certainty whether only the internal tube was removed.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event intestinal perforation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.